Event description:
This was the first of 2 recent cases involving leakage of from an epic smartez pump. Prior to patient administration, nurse reported leakage of chemotherapy fluorouracil. Investigation determined that the leakage involved the same lot number: c21k002. FDA safety report ID # (B)(4).